Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. Data log shows a gradual rise in purge pressure over three hours, followed by a high-pressure alarm. Some resolution was observed in the purge pressure with a gradual decrease trend for around four hours, but the trend then began gradually increasing and remained high for the rest of the case run, approximately seven hours. No motor current spike was reported during high purge pressure event. The returned product did not have any physical abnormalities. The purge gap was inspected, and some dry dextrose was found. The pump was started priming, and the pressure was high at the beginning but returned to within specification range after the pump was started in a bucket of water. The cause of the high purge pressure issue was biomaterial buildup during case run.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the pump developed elevated purge pressure and a purge system blockage alarm occurred. They replaced the purge cassette in an attempt to resolve the issue but ultimately tissue plasminogen activator was administered again via the purge system. The patient survived the explant and was reported to be in stable condition following the event.